Manufacturer narrative:
(B)(4).

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/increasingly severe pain"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), tooth disorder ("excessive dental issues"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("frequent migraine headaches"), gastrointestinal disorder ("gastrointestinal issues") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2013, underwent a uterine ablation to control her heavy bleeding). At the time of the report, the genital haemorrhage, pelvic pain, menorrhagia, abdominal pain, tooth disorder, back pain, dyspareunia, abdominal distension, abnormal weight gain, migraine, gastrointestinal disorder and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.